Event description:
Customer reported receiving five false negative results using the cue covid-19 test for home and over the counter (otc) use (cartridge sns, lot numbers and reader sn not provided). When retesting with covid-19 antigen tests (brand/manufacturer not specified), the individual received positive results. Customer reported they purchased the cue system in june after a couple of their family members tested positive for covid-19. Customer did not provide further information regarding the false negative results including number of individuals affected or dates of testing.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot numbers, reader serial number or cartridge serial numbers were not provided.